Event description:
Reported by the customer as: over infusion. No pt injury, pump found to be out of spec during testing. Pump was not on a pt.

Manufacturer narrative:
Method: actual device from event was evaluated. Results: standard performance tests were completed, which includes accuracy testing. Conclusions: performance tests confirmed accuracy is out of specification. The platen/door was found to be bent, causing the minor over delivery.